Manufacturer narrative:
The returned device was evaluated and the formed needle was found to be visible in the exposed portion of the soft cannula. The formed needle was not seated properly within the slide retract which caused a failure of the needle mechanism to retract the formed needle. Damage was found to the slide retract which indicates that the hard cannula was incorrectly installed. Blood was observed on the adhesive pad and in the reservoir. The formed needle and bottom housing were inspected for defects that could cause bleeding and none were found. The failure of the formed needle to retract can be confirmed as the cause of the bleeding.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported while a patient had been wearing a pod for longer that 48 hours their blood glucose level had rose to over 350 mg/dl. Upon removal of the pod from the infusion site it was discovered that the needle was visible and had not retracted upon initial activation.